Event description:
Customer reported an issue with the beneview monitor's mpm module, which may have resulted in loss of spo2 readings. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and repaired the cold solder on the connector board. Unit was calibrated and safety tested to factory specifications.